Event description:
N/a.

Manufacturer narrative:
Updated fields. Follow up #1 was incorrectly submitted as "malfunction" in h1. This follow-up #2 is to make a correction to h1 "serious injury".

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted with the valve. Some small holes were noted in the ventricular catheter by the connector. The valve was hydrated per internal process. The valve was leak tested and only leak from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, pressure and siphon guard. Root cause: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation the no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus programmable in-line valve was implanted in a patient via ventricular peritoneal shunt on (B)(6) 2021 with an initial unknown setting. Valve obstruction was suspected. It is unknown if the patient experienced any clinical signs or symptoms of hydrocephalus. The patient was taken for surgery for a shunt revision on (B)(6) 2021 and the valve was removed and replaced. No further information was provided by hospital.